Manufacturer narrative:
Investigation summary one sample was received for quality investigation. The customer complaint of tubing defective was verified by visual inspection. Evaluation of the sample submitted confirmed that the distal male luer connector was missing from the assembly. The tubing was then examined under magnification and there was no presence of solvent on the tubing. A device history record review for model 2420-0007 lot number 22065892 was performed. The search showed that a total of (B)(6) was built on 14jun2022. The root cause for the issue seen in this complaint is a failure at the manufacturing facility to assemble the infusion set correctly. Based on the lack of solvent on the tubing during the investigation, it is probable the infusion set was packaged before going to the assembly steps to add the male luer connector. The manufacturing facility was made aware of the situation and additional steps are being taken in order to correct this issue.

Event description:
It was reported that the bd alaris lvp experienced tubing separation, and leakage. The following information was provided by the initial reporter: tubing is coming apart when placed in IV pump. Possible leakage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris lvp experienced tubing separation, and leakage. The following information was provided by the initial reporter: tubing is coming apart when placed in IV pump. Possible leakage.